Manufacturer narrative:
Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurate.

Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was attempted to be used in the esophagus during a gastroscopy with therapeutic dilatation procedure performed for the treatment of benign stricture on (B)(6) 2025. During the procedure, the balloon increased in volume, but the atm pressure was not displayed on the manometer. The pressure was not increased/decreased during the procedure, and the pressure was displayed as "0". The procedure was completed with another alliance ii inflation syringe. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was attempted to be used in the esophagus during a gastroscopy with therapeutic dilatation procedure performed for the treatment of benign stricture on (B)(6) 2025. During the procedure, the balloon increased in volume, but the atm pressure was not displayed on the manometer. The pressure was not increased/decreased during the procedure, and the pressure was displayed as "0". The procedure was completed with another alliance ii inflation syringe. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2 (additional information): block e1 (initial reporter phone) has been updated. Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurate.